Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that while in patient use the vela ventilator alarmed xdcr fault, high rate, high pip and low ve. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Additional information:b5 device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire medical was able to verify the customer's reported issue. The ventilator was powered in ventilate mode and series of alarm become visible upon start: xdcr fault, high pip, low ve, and high rate while auto-cycling. The unit was also powered in service mode and log file shows multiple xdcr fault. This is a known issue which can be referenced with CAPA ca-2017-0206 and scar ps-14-46. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
There is no information regarding patient harm associated with the reported event.